Event description:
It was reported that 5 bd ultra-fine¿ pro pen needles had priming and delivery issues. The following information was provided by the initial reporter : the consumer reported needle clog during flow check and during injection. Sample status : awaiting sample

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes. D.9. Returned to manufacturer on: 10/26/2021 h.6. Investigation: customer returned 3 unused and 1 used 4mm, 32 gauge nano pro pen needles from lot 0350840. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: (B)(4). All of the needles were measured within acceptable outer diameters for 32 gauge needles. All of the samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tips of the pen needles. No damage to the pen needles were found and they were functioning as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of a needle clog.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0350840 device expiration date : 12/31/2025 device manufacture date : 12/15/2020 lot # : 0260326 device expiration date : 09/30/2025 device manufacture date : 09/16/2020. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 2nd. Related complaint for needle clog on lot # 0350840 and the 5th. Related complaint for needle clog on lot # 0260326. No non-conformance's were raised in association with these types of events for these lots concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batches 0350840 and 0260326 were carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 5 bd ultra-fine¿ pro pen needles had priming and delivery issues. The following information was provided by the initial reporter : the consumer reported needle clog during flow check and during injection. Date of event : unknown. Sample status : awaiting sample.